Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, noise was noted on the right atrial (ra) lead. It was stated that noise was causing inappropriate mode switch episodes. Switching to unipolar sensing and isometrics was suggested to test for noise. Lead revision was suggested. No intervention was performed. The patient was stable and will continue to be monitored.